Event description:
Info received indicates the head section will not rise.

Manufacturer narrative:
The technician found the head valve was stuck. The technician removed, cleaned and reinstalled the valve to repair the bed.